Manufacturer narrative:
A sample was received and in the process of being evaluated. Once the eval is complete the info will be sent as a supplemental.

Event description:
On (B)(6) 2014, the reporter stated that the tip of 30ml syringe containing epinephrine was 'broken off' in the IV tubing. The pt experienced a hypotensive episode for about 10 mins. The mean bp was 38 prior to the syringe change and was 30 afterwards due to the delay of having to prime another tubing to get the infusion going again.